Manufacturer narrative:
(B)(4). D10: 31-300815 arcos 15 x 150mm sts stem trl unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the inner threads of the trial system were deformed during the case. No known consequence or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual review of the provided photo shows the inserter and trial connects with what appears to be thread damage, no other information can be obtained from the image. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification for the inserter. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.